Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed that this device history record (DHR) could not be performed since the mes/matt system yielded no results. Because of the age-related of lead, manufacturing can be ruled out as the most probable cause of the complaint. Risk review was not required as the event was not reportable in an eea country; then the bsc was not responsible for training; lastly, no new hazard was identified. Labeling review not performed. Issue of this type was not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that the patient with this previously capped right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The previously capped ra lead was surgically abandoned.

Event description:
It was reported that the patient with this previously capped right atrial (ra) lead was part of the system revision due to infection. No adverse patient effects were reported. The previously capped ra lead was surgically abandoned.